Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose levels. Customer¿s blood glucose at time of incident was 250 mg/dl and current blood glucose 250 mg/dl. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer declined to troubleshoot for high blood glucose. Customer mentioned that it was alerting her that it was low at 83mg/dl and she checked blood glucose and it was 119mg/dl and she didn¿t calibrate it and later towards dinner it said she was low at 70mg/dl something and then it said 53mg/dl and she checked blood glucose and it was 118mg/dl and there were no arrows with 53mg/dl. Insulin pump will not be returned for analysis.